Event description:
It was reported that the pump showed error 46011 during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was buckling and the downstream occlusion (dso) seal was delaminating. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was cleared when the device was reset. Functional testing was performed. The uso and dso seals were replaced.